Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 passing a self-test. The device records two manual power ups and the pad-pak was removed. The pad-pak was reinstalled on the (B)(6) 2010 and passed self-tests up to the last log entry on the (B)(6) 2016. The device records 97 manual power ups mainly under one minute duration during this time. An increase in voltage during this time suggests a further pad-pak was installed. Investigation was unable to replicate the reported fault. The one minute manual power ups would suggest the user was regularly power cycling the device however this mayu also indicate the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.